Manufacturer narrative:
Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported by the patient that infusion set become infected. He receive antibiotics form the physician. No further information was available.